Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the audio bolus button was over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: on investigation, the audio bolus button cover was found to be torn/punctured. On testing, the audio bolus button demonstrated appropriate response to button presses. The audio bolus button cover was removed for further investigation of the complaint; no contamination, damage or defect of the button contact was found. Investigation did not duplicate the complaint of an under responsive audio bolus button.